Event description:
The reporter stated that the device results were displayed with a decimal point. The reporter also said the family member divided the device result by 18. The family member passed out and was taken to the hospital. Her glucose was 24 mg/dl and she was not sure what treatment was provided.